Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had experienced intermittent power without user intervention. It was reported that there was no damage to the battery cap and it was able to be secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: there were multiple unexplainable pump reboot¿s observed in the black box history. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no reboots, loss of power, or alarms duplicated. The battery compartment was intact and the battery cap was able to fully tighten. The battery cap measured within specifications. There was no evidence of moisture or loose components inside the pump when the case was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.